Event description:
It was reported that the patient presented for remote follow-up via merlin. Net. A review of the transmission revealed inappropriate anti-tachycardia pacing delivered by the implantable cardioverter defibrillator for episodes of supraventricular tachycardia. No interventions or patient symptoms were reported.